Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an emergency endovascular treatment for left common iliac artery aneurysm rupture using afx2 and gore® excluder® aaa endoprosthesis (contralateral leg only). The contralateral leg component was placed on the left distal side of the afx2. On (B)(6) 2026, the patient was transported to the hospital with suspected aneurysm rupture and experienced cardiac arrest. An emergency reintervention was performed, and angiography confirmed aneurysmal change and rupture of the left iliac artery at the level of distal end of the contralateral leg. Two additional contralateral legs were subsequently implanted. The patient tolerated the procedure. On the same day, after the reoperation, the patient developed paraplegia. Subsequent outcome was unknown. The reporting physician commented as follows: the most likely cause of the paraplegia was transient cardiac arrest leading to spinal cord ischemia. The cause of the aneurysmal change of the left iliac artery was unknown; possibilities included distal stent graft¿induced new entry (d-sine) caused by the contralateral leg, infection, or underlying vascular fragility. Following placement on (B)(6) 2026, the distal end of the contralateral leg appeared to be in a typical configuration and no problems had been noted at that time.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.